Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-03969. It was reported that stent damage occurred. The target lesion was located in a severely calcified vessel. After an 8f guidezilla¿ ii guide extension catheter was positioned, a 2.25 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, as the stent was being pulled back into the guidezilla, it was noted that the guidezilla crunched up the stent. Both ends of the stent struts were shortened. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla ii guide extension catheter. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. The tip is damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03969. It was reported that stent damage occurred. The target lesion was located in a severely calcified vessel. After an 8f guidezilla ii guide extension catheter was positioned, a 2.25 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, as the stent was being pulled back into the guidezilla, it was noted that the guidezilla crunched up the stent. Both ends of the stent struts were shortened. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.